Event description:
Once again my dexcom g7 wearable cgm (made in malaysia) failed on day 7 out of the rated 10 day life. I replaced it with a new g7 wearable cgm but this one failed with a bent sensor wire. The second replacement also failed with a bent sensor wire. These failures are not due to an error in application or use of the medical device, yet dexcom is giving me the 3rd degree with questions pushing back against replacing their failed product. The dexcom g7 should be black flagged as a life threatening risk to patients. I cannot believe the FDA has not recalled all g7 wearable cgm products! Too many times it has given readings which are more than 100 points in error causing my tandem pump to overdose on insulin or giving me reason to incorrectly dose a bolus based on the cgm value. Dexcom g7 often rejects my finger stick calibration entry insisting on transmitting an erroneous value to the insulin pump. Please recall this failed product. Ref reports: mw5173371, mw5173372. Pt code: 4582. Device codes: 2981, 1506.